Event description:
The service report shows the customer reported that the 840 stopped cycling while on a patient. The pt was not harmed or injured by the event. The nellcor purtain bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the autozero solenoid. The unit passed extended self testing.